Event description:
It was reported that a user of the ilet pump experienced very high glucose readings on the device display after changing an inset infusion set earlier in the day, and later learned that insulin delivery had not been occurring while at work; the user is new to the pump and reported difficulty inserting the inset infusion set, and a support agent guided the user through replacing the infusion set and confirmed insulin delivery had resumed. Symptoms included hyperglycemia. Outcomes included no hospitalization and planned follow-up to confirm glucose is trending downward. Investigation included user interview and troubleshooting guidance over the phone to replace the infusion set and verify insulin delivery. Investigation of this case revealed suspected interruption of insulin delivery associated with infusion set insertion technique or infusion site issues, with insulin delivery resuming after set replacement and confirmation of flow. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.